Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the right atrial lead exhibited high capture thresholds. The morning before the scheduled lead revision, a chest x-ray was performed which revealed the lead had dislodged. The lead was successfully explanted and replaced. The patient was doing well post surgery.